Manufacturer narrative:
Date of event is estimated attempts were made to obtain complete implant information. Further information was requested and not received.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported observation of ¿end of battery life¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion. The estimated longevity would have been 2.3 years +/- .25-year per ¿ 90205144, assuming 1000-ohm program impedances, for model 3660. The device provided 2.6 years of therapy at the time of the observation, suggesting the device had normal battery depletion.

Event description:
It was reported the ipg met or exceeded 75% expected longevity. There is no device malfunction.